Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "rn & director of cvor informed me today of the outcome from an on-x implant performed on (B)(6) 2016 by [the surgeon]. Case involved a (B)(6) year of with an extremely small aortic root. After positioning his sutured pledgets, [the surgeon] attempted to implant a 19mm onxane-19 and he was unable to seat the valve. [The surgeon] then removed the sutured pledgets and tried to position, the valve using non-pledgeted sutures and he was yet still unable to seat the valve. The decision was then made to do an aortic root enlargement and then he implanted the 19mm on-x. [The rn] believes there were bleeding complications. The patient was put on ECMO [extracorporeal membraneous oxygenation] for several days, possibly weeks, following surgery and unfortunately expired." The rep met with the surgeon on (B)(6) 2016 and provided the following account of the meeting; "[the surgeon] ask that we not involve him in any additional follow up , in fact he believes there is no need for any more follow up. [The surgeon] in no way, shape or form blames the valve or valve performance for the patient's death. The patient had an extremely small aortic root that required annular enlargement to fit a 19mm valve. The patient was put on ECMO postoperatively and tragically never recovered." The surgeon is experienced with implantation of the on-x valve. The surgeon responded to the following questions: date and official cause/etiology of death, "the cause of death is cardiogenic shock . I do not know nor am I able to obtain the date the patient expired." Pertinent patient comorbidities, "the patient had an extremely small aortic root and abnormal cardiac anatomy in general." Are implant/operative/intervention notes available, "unable to obtain."

Manufacturer narrative:
According to the initial report from the rep on 08/17/2016, "[the nurse] informed me today of the outcome from an on-x implant performed on (B)(6) 2016 by [the surgeon]. Case involved a (B)(6) with an extremely small aortic root. After positioning his sutured pledgets, [the surgeon] attempted to implant a 19mm onxane-19 and he was unable to seat the valve. Dr. (B)(6) then removed the sutured pledgets and tried to position the valve using non-pledgeted sutures and he was yet still unable to seat the valve. The decision was then made to do an aortic root enlargement and then he implanted the 19mm on-x. Anu believes there were bleeding complications. The patient was put on ECMO for [extracorporeal membrane oxygenation] several days, possibly weeks, following surgery and unfortunately expired." Additional information was requested from the rep on 08/22/2016. The content of that request is as follows: date and official cause/etiology of death, pertinent patient comorbidities, implant/operative/intervention notes, and if the surgeon is experienced with the on-x product. Based on conversation with the physician on 08/25/2016, the rep stated via email on 08/26/2016 "[the surgeon] in no way, shape or form blames the valve or valve performance for the patient's death. The patient had an extremely small aortic root that required annular enlargement to fit a 19mm valve. The patient was put on ECMO postoperatively and tragically never recovered." Additionally, "the cause of death is cardiogenic shock. I do not know, nor am I able to obtain the date the patient expired," pertinent patient comorbidities stated as "the patient had an extremely small aortic root and abnormal cardiac anatomy in general," and implant operative notes were unavailable. The manufacturing records for the onxane-19, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. According to the limited available information, the following was determined: a (B)(6) presented with an extremely small aortic root. The surgeon attempted to implant a 19mm on-x (smallest on-x size available in USA) with pledgeted sutures, but the root was too small. The surgeon enlarged the root and re-attempted implantation using non-pledgeted sutures. The patient was placed on ECMO postoperatively and never recovered. The surgeon does not blame the valve, but rather abnormal patient cardiac anatomy, describing official cause of death as cardiogenic shock. Classified as early mortality [akins 2008) due to operative complications. The society of thoracic surgeons database currently (2016) places the operative mortality for isolated aortic valve replacement surgery at 2.0% (sts 2016). Operative mortality is an infrequent, but expected outcome of aortic valve replacement. The root cause is operative mortality due to complications introduced by abnormal patient cardiac anatomy.

Event description:
According to the report, "rn & director of cvor informed me today of the outcome from an on-x implant performed on(B)(6) 2016 by [the surgeon]. Case involved a (B)(6) with an extremely small aortic root. After positioning his sutured pledgets, [the surgeon] attempted to implant a 19mm onxane-19 and he was unable to seat the valve. [The surgeon] then removed the sutured pledgets and tried to position the valve using non-pledgeted sutures and he was yet still unable to seat the valve. The decision was then made to do an aortic root enlargement and then he implanted the 19mm on-x. [The rn] believes there were bleeding complications. The patient was put on ECMO [extracorporeal membraneous oxygenation] for several days, possibly weeks, following surgery and unfortunately expired." The rep met with the surgeon on 08/26/2016 and provided the following account of the meeting; "[the surgeon] ask that we not involve him in any additional follow up , in fact he believes there is no need for any more follow up. [The surgeon] in no way, shape or form blames the valve or valve performance for the patient's death. The patient had an extremely small aortic root that required annular enlargement to fit a 19mm valve. The patient was put on ECMO postoperatively and tragically never recovered." The surgeon is experienced with implantation of the on-x valve. The surgeon responded to the following questions: -date and official cause/etiology of death, "the cause of death is cardiogenic shock . I do not know nor am I able to obtain the date the patient expired." -pertinent patient comorbidities, "the patient had an extremely small aortic root and abnormal cardiac anatomy in general." -are implant/operative/intervention notes available, "unable to obtain."